Event description:
It was reported that a cartridge change error occurred with the pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean various components, but the issue persisted, so the case was escalated for further troubleshooting. A replacement pump was sent to the customer, who was advised to switch to an alternate insulin therapy in the meantime. The customer was also guided on how to return the faulty pump and program the new one.